Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to wait 20 minutes after the pump came out of storage mode before starting a sensor session, which resolved the issue; technical support assisted with a pump reset, and no further error occurred. Caller successfully began their sensor session.